Manufacturer narrative:
The referenced scope was returned to the service center. The service evaluation could not confirm the customer's reported concern. However, there is a scrape/tear and stain inside the instrument channel. Additionally, the scope failed the air/water leak test due to a crack at the scope connector plug unit. The bending section cover glue is cracked/sharp edge. There are scratches on the distal end cover. The control knob movement has excessive play/loose. The objective lens and light guide lens at the distal end are worn/peeling. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus service center was informed by the biomedical engineer at the user facility that during the evis exera iii colono-videoscope was reportedly suspected of being insufficiently or incorrectly cleaned during reprocessing. It was reported that ¿the issues are: the end user was using simethicone infused water for pre-cleaning of the endoscopes. Staff not knowledgeable of the delayed reprocessing time. Staff not completing all steps of manual cleaning per the instructions for use (IFU). With all of the issues above, the facility¿s leadership is concerned that the residual of simethicone may be in the endoscope channels. A concern for the harboring of bioburden and biofilm is a risk.¿ no death, injury or infection was reported to olympus. The scope will be returned for service.

Manufacturer narrative:
This supplemental report was submitted to provide additional information received from the user facility. The biomedical engineer at the user facility further reported here was an investigation ongoing about the reprocessing of the endoscopes at the facility. The facility was sending all scopes for evaluation and four thousand (4,000) plus people were being notified to come in and get a blood test. Additional information was received from the customer at a later time stating there was no death or injury or infection that occurred during the event. As part of the investigation, an olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. This complaint is related to patient identifiers; (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct device available for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and considering the following observations, it is likely the event occurred because the facility staff was inadequately trained in reprocessing and/or device handling in accordance with the instructions for use (IFU): the end user was using simethicone infused water for precleaning of the endoscopes. Staff was not knowledgeable of the delayed reprocessing time. Staff was not completing all steps of manual cleaning per the IFU. The user had concern about risk from the above deviations and sent the device to olympus. The event can be detected/prevented by following the instructions for use which state: ¿1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ ¿some national or professional guidelines recommend using a detergent solution for precleaning. Consult with your hospital¿s infection control committee regarding use of the detergent solution. Do not apply lubricants to the aw channel cleaning adapter. Lubricants may cause malfunction of the aw channel cleaning adapter.¿ ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.